Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. A piece of metal from the cautery tip is detached. The fragment was returned. The handle, shaft and plug did not show any signs of damage. An evaluation was performed with the following results: device was not received in its original packaging, only in a shelf-carton box. A large portion of the active tip was missing, and there were scratches visible on ceramic and return tube. The handle, cable & plug were used with procedural residue visible in suction tube. Additionally, the suction valve was received in closed position. The device arrived with a large portion of the active tip missing. Tripolar 90 electrode passed all electrical and functional tests. Visual inspection confirmed that the distal tip had fractured across the suction holes, which confirms the customer reported event that 'face fell off¿. During the manufacturing process 100% visual inspection is performed to check for any cracks or other defects related to the ts90 active tip. From the investigation, we have been unable to determine the exact cause of this failure. The overall complaint was confirmed as the observed condition of vapr tripolar 90 suction elect would have contributed to the complained issue. Device history review: there was no non-conformance regarding this lot. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. As per the instructions for use, 1) avoid touching the distal tip of the instrument (ceramic insulator or metal active component) with fingers or instruments. 2) inadvertent activation or movement of an active vapr electrode outside the field of vision may result in patient injury and damage to the electrode tip assembly. 3) excessive force may damage the electrode tip assembly. Properly handling and attention to the approved use of the device diminishes the risk of failure. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure, after using the vapr tripolar 90 suction elect device for about 20 minutes, it was observed that the grid at the end of the clamp broke and was in the patient's shoulder. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: b5. Updated event description: upon further investigation, the event description updated.

Event description:
Updated event description: it was reported that during an unspecified surgical procedure, after using the vapr tripolar 90 suction elect device for about 20 minutes, it was observed that the grid at the end of the clamp broke and was in the patient's shoulder. It was reported that the grid was recovered. Another similar device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.